Event description:
It was rpeorted that (1) ez35b was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the endo cutter (ez35b) misfired during the procedure. The device fired halfway and then locked. Opened another device to complete the case. There was no consequence to pt.